Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Re-revision of a right hip patient has a total hip on the left side and a solution/duraloc on the right side that was implanted 32 years ago. Reason for the revision was poly wear. During the surgery, the surgeon assessed the stability of the solution stem and decided not to remove. The aml taper 28mm +3 cocr head, the duraloc sector cup size 56, the poly liner and 2 screws were explanted without issues. The surgeon implanted a zimmer biomet continuum cup size 58 with a 36mm i.d. Liner and 3 screws. He also implanted a depuy cocr large taper head 36mm +8. No wear was observed on the tronion prior to re-attach of the fem. Head.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.